Manufacturer narrative:
The harness of the iw934 infant warmer was not returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. Our analysis is based on the event description and results of previous investigations of similar complaints. The medical centre reported that the iw934 unit had a discoloured harness and displayed an error 17. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a fire retardant sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Event description:
A biomed at a medical centre in (B)(6) reported that an iw934 cosycot infant warmer was displaying an e17 error code and that the heater head harness was discoloured.